Event description:
During product eval at the customer's site, the baxter engineer found that the pump's batteries were depleted. It is unk where this occurred or if there was any pt injury or medicl intervention necessary. No add'l info is available.